Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed that a collapsed septum was observed inside the second interlink y-site from the chamber. The assignable root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to their baxter sales representative (bsr) of an interlink continu-flo solution set in which one of the ports was pushed in. They are using the (B)(4) blunt cannula to access the injection site. Saline was being infused at the time. The condition occurred during patient use. There was no patient injury or medical intervention necessary. No additional information is available.